Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 13 mg/dl. Prior to the event, the customer was found unconscious by one of her children. The customer was unresponsive and in a coma when she was admitted to the hospital. It was stated that the customer had met with her health care professional a few days prior to the event, and changes were made to the insulin pump settings. Attempted to reach the customer's son several times, but each time, there was no answer. Left messages each time. No further information was provided.